Event description:
It was reported when using the bd pyxis medstation es system drawer failed to close and caused a 4-minute delay to retrieving medication. The customer added that this malfunction occurred during the user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 4 was failed. The field service engineer reseated the latch sensor to resolve. The system functioned as intended after the field service engineer troubleshooted the device.